Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 b6 d6b h6.

Event description:
Healthcare professional further reported baker grade IV for the right side capsular contracture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported capsular fibrosis 3rd grade. Healthcare professional later reported capsular contracture baker grade IV, strong pain and breast deformity. The device has been explanted and replaced with non-abbvie device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure one opening assessed as surgical damage, particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.6b, d.9, h.3, h.6.

Event description:
Healthcare professional reported capsular fibrosis 3rd grade. Healthcare professional later reported capsular contracture baker grade IV, strong pain and breast deformity. The device has been explanted and replaced with non-abbvie device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted.